Manufacturer narrative:
Updated fields - a3, a4, b4, d9, e1 initial reporter name, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e3, h6 medical device problem code. It was reported that during use of iab, blood entered the machine. The customer then replaced the machine to continue treatment until the patient was weaned off the machine.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11 corrected field - d1, d2b, d3, d4(version or model, catalog, unique identifier (UDI), g4 (PMA 510k).

Event description:
It was reported by the customer that blood entered the machine during use. Balloon malfunction and details are unknown. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).